Manufacturer narrative:
Corrected information provided in b.2., and h.11. As per new information, it was determined that the cystotomes and cannula is not suspect in this event it was related to viscoat cannula and this event (solution did not come out and reflux occurred) is not considered to be a reportable malfunction for the viscoat cannula, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 1644019-2025-00474. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that solution did not come out and reflux occurred during cataract surgery. The surgery was completed after replacing product with a new one. There was no patient impact.